Event description:
During remote follow-up, electromagnetic interference resulting in oversensing was observed on the device. No intervention has been performed at this time. The patient was in stable condition. Further information was requested but not yet available.

Event description:
Related manufacturer reference number: 2017865-2023-10493. Additional information was received that the device and right ventricular (rv) lead were both capped and replaced to resolve the event. The patient was stable.